Event description:
It was reported that a patient underwent a balloon kyphoplasty procedure and began to experience pain about 5 days post-op along with loss of bowel control. The patient stated that the pain is beginning to extend to the upper back and exercise and pain medication do not help. According to the report, the physician stated that there is "nothing on the x-rays that show why the patient is in pain. Several x-rays have been done which show no new fractures." No further information was reported by the patient.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.